Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the product.

Event description:
It was reported that the patient had a pocket infection where oozing discharge from the pacemaker site and the pacemaker was eroded. The infection however was not related to the products or procedure. The pacemaker, right atrial (ra) lead and right ventricular (rv) lead were explanted. The dual chamber leadless pacemaker was implanted prior to the explant. The patient was stable throughout.